Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she has no nickel or ivp dye allergies. Previously administered products included for paracervical block: lidocaine and carbocaine; for an unreported indication: betadine. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the hysteroscope was inserted and the cavity inspected, noting normal cavity. After identifying both ostia, the right was chosen to canulate first. The micro insert was placed with no problems, the device deployed, and released with 2-3 trailing coils. The other ostium was then canulated with the micro insert, deployed without difficulty, and noted to have 1-2 trailing coils. Throughout the procedure, the patient tolerated things very well - some tubal cramping but not bad. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: concomitant medication, negative history, information about insertion and lot number added. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) device removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. In this particular case, the micro insert was placed with no problems and the plaintiff tolerated the procedure well. Later, she experienced unspecified complications due to which she had surgery to remove the device. This case was classified as incident since device removal was required. The initial product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was provided, an updated analysis is expected. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she has no nickel or ivp dye allergies. Previously administered products included for paracervical block: lidocaine and carbocaine; for an unreported indication: betadine. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("skin rashes"), weight increased ("weight gain") and infection ("infections,"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, rash, weight increased and infection outcome was unknown. The reporter considered device dislocation, infection, rash and weight increased to be related to essure. The reporter commented: during essure insertion, the hysteroscope was inserted and the cavity inspected, noting normal cavity. After identifying both ostia, the right was chosen to canulate first. The micro insert was placed with no problems, the device deployed, and released with 2-3 trailing coils. The other ostium was then canulated with the micro insert, deployed without difficulty, and noted to have 1-2 trailing coils. Throughout the procedure, the patient tolerated things very well - some tubal cramping but not bad. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: new reporter potential legal summons document received, new reporter, product stop date and previous events medical device removal and medical device complication deleted and new events added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she has no nickel or ivp dye allergies. Previously administered products included for paracervical block: lidocaine and carbocaine; for an unreported indication: betadine. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the hysteroscope was inserted and the cavity inspected, noting normal cavity. After identifying both ostia, the right was chosen to canulate first. The micro insert was placed with no problems, the device deployed, and released with 2-3 trailing coils. The other ostium was then canulated with the micro insert, deployed without difficulty, and noted to have 1-2 trailing coils. Throughout the procedure, the patient tolerated things very well - some tubal cramping but not bad. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs